Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard /davol ventralex (device #1). An additional emdr was submitted to represent the bard/davol ventrio st (device #2). Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 and (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventralex (device #1) or ventrio st (device #2). The patient had subsequent surgical intervention due to the hernia mesh device(s) (device #1 and device #2). The patient is making a claim for an adverse patient outcome against the ventralex (device #1) and the ventrio st (device#2). The attorney alleges patient experienced emotional distress and the devices were defective.